Event description:
As reported by the affiliate, after resistance was met during the insertion of a brite tip sheath into the vessel, it was discovered that the distal tip was frayed. Therefore, the physician stopped using the brite tip sheath, and used another brite tip to complete the procedure. There was no reported patient injury. The patient's information was unknown. The intended procedure was a pta of a target lesion located in the right superficial femoral artery with heavy calcification and moderate tortuous. The rate of stenosis was 90 %. An antegrade approach was made into the right femoral artery. It is unknown if the access site was tortuous or calcified. For the procedure, a brite tip sheath was opened. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the IFU. When a brite tip sheath was inserted into the target vessel, there was resistance felt. Excess force was not used. The sheath did not enter the patient at all. So, the sheath was removed from the patient and it was found that its distal tip was frayed. Therefore, the physician stopped using the brite tip sheath, and used a new brite tip sheath. The procedure was finished successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis.

Manufacturer narrative:
The device was not available to be returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the gender of the patient is unknown. (B)(6).

Manufacturer narrative:
Complaint conclusion: resistance was experienced during insertion of a 6f brite tip sheath introducer. When removed, the distal tip was noted to be frayed. The event involved a patient undergoing percutaneous transluminal angioplasty of a right superficial femoral artery via an antegrade approach. Details regarding the vessel characteristics of the access site were not provided. The site reported that the device had been handled and prepped according to the instructions for use (IFU). No evidence of device or packaging damage or anomalies was noted prior to use on the patient. During insertion of the device, the site reported that resistance was felt but that excess force was not used. Upon removal of the sheath, the distal tip was noted to be frayed. The device was exchanged with no reported patient injury. The product was not returned for analysis. A device history record review was performed and showed that this lot met all requirements per the applicable manufacturing quality plan. Per the product IFU, if increased resistance is felt upon insertion of the catheter sheath introducer (csi), the user is instructed to investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, the device should be withdrawn. Based on the information available for review, there are procedural factors (resistance during insertion) that may have contributed to the reported event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.